Event description:
The customer reported the system would not produce a usable image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a blown fuse and the camera. System operates as intended. (B) (4)